Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base of the grip tip. A piece approximately 0.0305" x 0.0480" was found to be broken off. There were no missing pieces. The instrument was found to have a broken molded insulator; the conductor wire does not exhibit signs of damage. The grip is broken. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted radical cystectomy (with ileal conduit) surgical procedure, the force bipolar instrument's jaws were misaligned. The procedure was completed as planned with no reported injury.